Manufacturer narrative:
Sigpshell sig power sigpshell control shell lot #:unknown sigadaptstnd sig power sigadaptstnd linear adapter serial #:unknown unknown egia su unknown endo gia sulu lot #:unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopically assisted distal gastrectomy, when tried connecting the reload to resect the duodenum and then cut the stomach, the liquid crystal display (lcd) screen of the handle remained dark. When the handle was raised or the operation button was pressed, nothing happened. Even disconnecting and reconnecting the adapter, nothing responded. Started up when the green button on the side was pressed and held. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection of the device found no abnormalities. Functional testing noted that the handle had a fully depleted battery and was inserted into a charger to charge. Eventually, the charging light emitting diode (led) of the charger turned steady green. The handle was removed from the charger but it did not initialize. The information stored directly on the battery integrated circuit was accessed using texas instruments bq gas gauge evaluation software. The extracted battery data showed a difference between the cell voltages. The handle was opened up and the individual battery cells were measured. The data saved to the handle could not be evaluated due to the corrupt sd (secure digital) card. It was reported that the power pack shuts off and the device lost functionality. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected three unreported conditions that did not cause or contribute to the reported condition.: first, the microsd was corrupted. The most likely cause for the additional condition was traced to software coding. Second, the current interrupt device (cid) was open. The most likely cause for the additional condition was traced to a component failure. The battery cell cid is an integrated design feature of the cell that opens and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. The observed open cid was determined to be from battery degradation. Lastly, the voltage imbalance at rest (vimr), bit was set to fail. The most likely cause for the additional condition was not established. Voltage imbalance at rest only occurs when the current draw on the battery is low enough to be considered at rest. As a result, the system will fail safely either during sleep mode or on the charger. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.